Event description:
Customer reports the following: "biomed reported tubing set misload msg, biomed cleaned pins and cassette sensor and error did not clear. No patient harm." Preliminary review indicates that the outlet flag unexpectedly closed. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.